Event description:
It was reported that the patient noticed a dark spot on her tooth following a rejuvenation treatment using revlite si.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. User error was involved since site performed a treatment that was not listed within labeling. This event is reportable because the patient received medical intervention to remove the dark spot. The report is delayed due to connectivity issues with webtrader. FDA was notified on 1apr22 of this issue along with a copy of the report.